Manufacturer narrative:
The lens was inserted and removed. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during a lens exchange, the patient's capsule tore while implanting a za9003 15.5 diopter intraocular lens (iol). This lens dropped into patient's eye since their capsule had ruptured. The lens had to be retrieved by a retina specialist. Vitrectomy was required and the lens was replaced with a non amo device. The procedure was successful and the patient is doing fine.